Event description:
The customer reported a pt was undergoing hemodialysis on a phoenix machine when an "air in blood" alarm was generated. Foam was observed in the tubing at hub of the venous needle. The pt was hypotensive, placed in trendelenburg, positioned on their left side, oxygen was administered and a bolus of normal saline was given. The pt continued their prescribed treatment on another phoenix machine. A gambro technical svc rep inspected the phoenix machine.